Event description:
A customer reported experiencing cgm error 42, related to the g7 sensor. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information, and the customer planned to call back for a reset after gathering the necessary supplies.